Manufacturer narrative:
A field service engineer was dispatched to the customer site. The oil mist filter was adjusted/re-seated to resolve the odor/smells issue. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer reported after a routine planned maintenance was performed on their sterilizer, there was a ¿plasma smell" or odor emitting from the sterrad® nx sterilizer. The smell lasted about one week and did not go away. One healthcare worker (hcw) experienced a reaction of a migraine headache which lasted approximately three hours. The hcw did not seek or receive any medical attention/treatment and stated they are prone to headaches/migraines. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. Based on the information received, the hcw's symptoms suggest the event was not serious, and resolved in three hours without medical attention. In addition, there is no report that medical or surgical intervention was required to preclude a permanent impairment of a body function or permanent damage to a body structure; however, this event is being reported as a malfunction subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smells issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the odor/smells issue was reviewed from november 2017 to may 2018 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced to resolve the issue. The assignable cause of the odor/smells issue is the oil mist filter. The field service engineer tightened/re-seated this part and confirmed the sterrad nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).